Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) blood glucose meter. The customer reported the meter would not power on with button press or test strip insertion. There were no symptoms reported for the reported issue, and the customer was capable of self-treating by consuming glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.